Manufacturer narrative:
(B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no physical damage was observed. Data extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as ¿they lost consciousness, could hear people talking around them but could not respond,¿ and was unable to self-treat. Furthermore, a blood glucose reading of 25 mg/dl on an hcp meter was obtained, requiring healthcare professional administration of intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.